Manufacturer narrative:
(B)(4). The analysis results for the el5ml device found that it was returned with the shaft bent at distal end which caused the floor to lose its intended position, therefore the clips could not be fed into the jaws as intended. No functional testing could be performed due to the returned condition of the device. Possible causes for the damage found may be inadvertent using the device as a retractor or moving heavy tissue with the device shaft. However, it could not be determined what to may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic colectomy procedure, the first few clips came out misshapen and then device locked up. Case completed with another device of the same product code. There were no patient consequences.